Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident. It was reported that after the atrial fibrillation procedure, the patient exhibited right side paralysis. The caller did not have any other event details as to how the stroke was discovered or confirmed. The caller reported that the patient was then taken to computed tomography (CT) for further diagnosis and treatment. The patient was reported to be in stable condition. Physician did not provide a causality opinion regarding this event. There is no information regarding char/thrombus. There is no information regarding thrombus. There is no information regarding extended hospitalization. There is no information regarding pump and catheter irrigation settings. There were no issues or errors reported on any bwi products or equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future.